Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 and to the upper abdomen on (B)(6) 2016 and (B)(6) 2017 using the coolmax applicator. The patient also reportedly received final treatment on an unspecified area using an unspecified applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed on (B)(6) 2017.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 and to the upper abdomen on (B)(6) 2016 and (B)(6) 2017 using the coolmax applicator. The patient also reportedly received final treatment on an unspecified area using an unspecified applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed on (B)(6) 2017.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen on (B)(6) 2016 and to the upper abdomen on (B)(6) 2016 and (B)(6) 2017 using the coolmax applicator. The patient also reportedly received final treatment on an unspecified area using an unspecified applicator on (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) on an unspecified date after treatment and was diagnosed on (B)(6) 2017.